Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a message indicating that maintenance was required/check electrode. There was no negative pt impact.